Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was guided by cts through a pump reset, which resolved the error, and the caller successfully started their sensor session.